Manufacturer narrative:
Date rec¿d by MFR : 27mar2019. The central processing unit (cpu) printed circuit board assembly (pcba) was received for evaluation. Visual inspection of the pcba, cpu, v680 assembly revealed no damage or contamination. The returned component was tested and the reported condition was verified. The root cause was due to ls1 resistance being less than 20m (461k). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The philips field service engineer replaced the central processing unit (cpu) to address the failure. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The philips field service engineer (fse) reported that during testing, the ventilator had a primary alarm failure. There was no patient connected to the device at the time of the event.